Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported an unknown side "fracture". Device was explanted.

Event description:
Healthcare professional reported right side "fracture". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, crease fold, wear abrasion. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening.

Manufacturer narrative:
Reason for reoperation is rupture.

Event description:
Affected side is right side.